Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hepatectomy procedure unknown date and the drain was implanted at the porta hepatis. On (B)(6) 2017, when the surgeon tried to remove the drain, he felt strong resistance, and could not remove it. After a while, the surgeon tried to remove it again and at that time, it was noticed that the drain had been broken under the skin. Additional dissection was done under topical anesthesia, then, the broken drain piece remaining in the body was removed with forceps. The broken drain was removed shortly after breakage, and there have been no problems since then. Treatment level was 3a, medically monitored inpatient detoxification. The patient is in the hospital but he has no problems currently. No further information is available.

Manufacturer narrative:
Actual drain returned for evaluation. The drain was apparently damaged during its insertion. The flat part of the drain has cut damage in the middle so one part of it is almost detached from the other.